Event description:
The customer reported to olympus, during an unspecified therapeutic procedure, the subject device tissue pad fell off during output with the device. The piece that broke off was recovered however, the facility reports it is unknown if there are any pieces left in the patient. A similar device was used to complete the procedure. The replacement device probe and tissue pad were severely burnt, but not peeled off. The output settings are unknown at this time however the autostop feature was on.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
Additional information from the customer: the customer stated they think everything was collected. The patient has not had any issues since the procedure.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer and the results of the legal manufacturer¿s investigation. Device history records review was not performed since the serial number was not provided. Olympus ships product manufactured according to all applicable procedures and meet final product release criteria. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the failure is likely due to a mechanism causing the detachment of the tissue pad such as: grasping section was closed without grasping anything (this includes after tissue resection) while the ultrasonic output was activated. This caused the tissue pad to wear out and partially peeled off. Some force was applied to the peeled tissue pad causing it to fall off. Content of the instruction manual was confirmed. The instruction manual contains the following descriptions, and it warns against this event. ·do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. ·when cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.